Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult positioning in anatomy associated with clip trapped in chordae was due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported a mitraclip procedure was being performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and a p2 flail. An xtw clip was deployed and it was noted that the clip had perforated the posterior leaflet and was slightly angled with a slight rocking motion. A second clip was used due to the perforation. A nt clip was advanced into the anatomy, grasping was performed and reduced mr, however the physician wished to try another grasp to further reduce mr. Upon regrasping, it was noted that mr had increased. It was additionally noted that this clip was trapped in chordae, it was able to be removed but noted to have been difficult. The clip was removed from the patient anatomy. Two additional xtw clips were attempted to be placed. Multiple grasping attempts and clip manipulation appeared to cause further damage to the mitral leaflets and the severity of the mr increased. The mr increased to 3+ after the first clip was used, and to 4+ after the second clip used. These events resulted in the patient being hemodynamically unstable, experiencing tachycardia and a drop in blood pressure. An iabp was inserted and they were converted to surgery.